Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/03/2016, that on (B)(6) 2016, the receiver displayed a hardware error. There was no report of injury or medical intervention. No additional patient or event information is available.